Event description:
It was reported that smallbore 6 inch ext vlv was blocked. The following information was provided by the initial reporter: material #: 20039e, batch/ lot #: 20075405. It was reported that the valve on the extension set seems to be stuck and requires additional force to flush. Verbatim: I have been told that the valve seems stuck in the instances where a flush syringe is applied and much force is needed to flush. The instances where an empty syringe is attached to pull back for blood, there isn't anything that pulls back and also requires significant force. This is not the first report of this issue with this product, however I have not had a physical product with packaging until now.

Manufacturer narrative:
H6: investigation summary. It was reported that the tubing of model 20039e does not allow fluid to flow through the line. An investigation was performed. Sample was connected to a bd syringe and attempted to flush water through the set. Set was able to be primed. The customer complaint that the valve on the extension set seems to be stuck and requires additional force to flush could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 20039e, lot number 20075405, was performed. The search showed that a total of (B)(4), units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA 1998036, (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that smallbore 6 inch ext vlv was blocked. The following information was provided by the initial reporter: material #: 20039e, batch/ lot #: 20075405. It was reported that the valve on the extension set seems to be stuck and requires additional force to flush. Verbatim: I have been told that the valve seems stuck in the instances where a flush syringe is applied and much force is needed to flush. The instances where an empty syringe is attached to pull back for blood, there isn't anything that pulls back and also requires significant force. This is not the first report of this issue with this product, however I have not had a physical product with packaging until now.